Event description:
Reportedly, the device could not be interrogated. However, the device reacted to magnet application (magnet rate at 96min-1) and ECG showed vvir mode at 65min-1. The device was replaced and will be returned for analysis.

Manufacturer narrative:
July 22 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.